Manufacturer narrative:
Evaluation of the returned pump confirmed the presence of depositions throughout the device. Examination of the pump revealed a dark red, tissue-like deposition within the distal side of the inlet stator, surrounded by post-explant blood. The deposition had a ring-like structure and areas which appeared denatured, indicating that it likely developed over an undetermined period of time while the pump was in operation. The duration its presence in the pump could not be conclusively determined. A red, soft deposition was also found in the outlet stator, surrounded by post-explant blood. The deposition's lack of laminated layering indicate that it did not initially form in the outlet stator; however, its areas of denaturation adjacent to the bearing ball suggest that it was likely present while the pump was supporting the patient. The evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Examination of the inlet and outlet cannulas both revealed red/white, soft depositions. The depositions may have developed at these locations due to poor surface washing as a result of a low flow situation; however, a specific cause for the low flow situation and specific time frame in which it developed could not be conclusively determined. The observed depositions would have potentially contributed to the reported hemolysis; however a correlation between the device and the reported infection and hematoma could not be conclusively determined. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus, hemolysis, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2016-00774. (B)(4). Approximate age of device: 3 months, 13 days (from date of implant to date of explant). The device was returned for investigation. The evaluation is not completed. This medwatch report represents the reported hemolysis and hematuria. The reported driveline damage and pump stoppages are reported under medwatch MFR report #2916596-2016-01522. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016 and underwent a pump exchange on (B)(6) 2016 for suspected thrombus. The patient has a factor v leiden thrombophilia and reportedly post-exchange, the patient experienced a previously unreported pump pocket hematoma that required evacuation at least twice. The pump pocket became infected and the patient was started on antibiotics. The patient is reportedly obese with a bmi of (B)(6). On (B)(6) 2016, while still an inpatient, the patient reportedly fell at approximately 6pm. The patient was examined by the heart failure cardiologist and there was no evidence of driveline damage noted. There was no report of any patient injury. On the morning of (B)(6) 2016 at approximately 6:30am, a nurse observed a tear in the driveline just distal to the exit site which was new from the night before; it was unclear how the damage occurred. During review of the system controller history screen, motor stopped events were observed. Review of the system controller log file by the manufacturer's technical services representative also noted motor stopped events that occurred on (B)(6) 2016 while the pump was connected to a power module. The patient reportedly experienced dizziness / lightheadedness when the events occurred. The time of the motor stopped events did not coincide with the time when the patient fell the evening before. On 07/14/2016, the manufacturer's technical services representatives evaluated the driveline. Damage was observed approximately 1.5 inches from the skin exit site. Due to the close proximity to the exit site, a driveline replacement procedure could not be performed. Ungrounded patient cables were provided for use with the power module. On (B)(6) 2016 the patient was transferred to another hospital for advanced treatment and a work up for a pump exchange. The patient was reported to be stable. No additional motor stopped events were reported with use of the ungrounded patient cable. During the evaluation for exchange it was determined that the patient was showing signs of cardiac recovery. Multiple echocardiograms showed an ejection fraction of more than 55% and the plan changed from pump exchange to explant due to recovery. On (B)(6) 2016, prior to explant, the patient's urine became dark and the lactate dehydrogenase (ldh) level was elevated. A decision was made to discontinue lvad support. On (B)(6) 2016, lvad support was discontinued while in the cardiac catheterization lab just in case the patient did not tolerate turning the pump off. The patient reportedly did tolerate being off support. An echocardiogram on an unspecified date after the lvad was turned off showed a continued ejection fraction of 55% with normal left ventricular size, wall thickness and systolic function. The right ventricle was enlarged with decreased function. On (B)(6) 2016 the pump was explanted via subcostal incision without cardiopulmonary bypass. The patient was doing well on low dose epinephrine. No additional information was provided.